Manufacturer narrative:
This report is submitted on 05 november 2019.

Event description:
Per the patient's surgeon, the patient experienced migration of the electrode array. As a result the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.